Manufacturer narrative:
Weight-ethnicity:unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.0/2.5/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted, removed and replaced with a shorter length lens due to excessive vault. This resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-ethnicity:unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.0/2.5/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted, removed and replaced with a shorter length lens due to excessive vault. This resolved the problem. Cause is reported as unknown.